Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during loan kit inspection, by the loan kit technician it was identified that pfna blade perf l110 tan is attached to the t-handle and are unable to unthread the part. There are no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that the pfna blade perf l110 tan had marks the implantation and explanation process. Nothing indicative of a device nonconformance. In addition the device remains assemble with the mating device extractscr f/pfna blade (03.010.411). A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was performed several attempts of disassembly was made. It was not possible to separate both devices. The pfna blade perf l110 tan was jammed. With the information received and after the investigation it was not possible to determine a potential cause for the issue experimented by the costumer. Since the device was unable to disassembled, it was not possible to see any damage that could cause the malfunction of the device. Once the product leaves j&j medtech orthopaedics control, it is unknown what conditions the device is exposed. The overall complaint was confirmed as the observed condition of the pfna blade perf l110 tan would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device product code: 04.027.037s lot # 703p831 the product was released on:22-mar-2022 manufacturing site:jabil bettlach expiry date:01-mar-2032 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.